Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Additionally, atrial intrinsic amplitude was noted to be out of range. Technical services (ts) recommended further review. No adverse patient effects were reported. This lead remains in service.